Event description:
It was reported that the user experienced high blood glucose after eating without issuing a meal announcement, then issued a meal announcement without food intake, after which blood glucose decreased and went low while using the ilet device. Symptoms included hyperglycemia followed by hypoglycemia. Outcomes included user education on proper meal announcement timing and technique, with no need for additional assistance. Investigation included customer interview and troubleshooting with education on best practices. Investigation of this case revealed user-related use error related to meal announcement behavior. It was concluded that the device functioned as designed and that the event was attributable to user dosing behavior rather than a device malfunction.